Manufacturer narrative:
Additional information received that a revision surgery took place on (B)(6) 2019. A new ambicor penile prosthesis (app) device was implanted.

Event description:
It was reported that the patient is experiencing a defective, non-functioning ambicor penile prosthesis (app) device. The patient is requesting a revision surgery. The patient condition is reported to be stable.

Event description:
It was reported that the patient is experiencing a defective, non-functioning ambicor penile prosthesis(app) device. The patient is requesting a revision surgery. The patient condition is reported to be stable.